Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered approximately 18 units of insulin within about 10 minutes in response to a blood glucose of 309 mg/dl, and the user did not announce a meal while frequently treating ilet corrections with fast-acting carbohydrates. Symptoms included no acute adverse effects. Outcomes included prolonged hyperglycemia outside the target range for about two hours without need for medical intervention or use of backup therapy. Investigation included review of device data and correction patterns. Investigation of this case revealed the device responded as designed to elevated glucose and perceived effective corrections, and repeated user intake of fast-acting carbohydrates after corrections likely reinforced aggressive insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was user management behavior related to missed meal announcements and post-correction carbohydrate intake rather than device malfunction.